Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that after the procedure, it was confirmed that hemostasis was successfully achieved by the angio-seal device. However, on the following day, bleeding occurred during rehabilitation. Manual compression was applied, and hemostasis was successfully achieved. The procedure before deploying the device was a percutaneous coronary intervention (pci). It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site and the vessel diameter are unknown. The patient has recovered. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.